Event description:
Medrad stellant d injector system. Company refuses to provide (even if we purchase) the software to calibrate the head sensor. This in direct violation of allowing the end user the ability to service the unit. They will provide software if you go to their class; buy a license partnership agreement (service contract) with them for each unit. Bayer healthcare makes the unit.